Event description:
During follow-up, oversensing due to noise was observed. The noise was reproducible through tapping and manipulation of the device header while the system was connected. The issue was resolved by explanting and replacing the device. The patient was in stable condition and experienced no adverse health consequences.

Manufacturer narrative:
The reported event of noise was not confirmed. The pacemaker was received in normal working condition. Electrical and mechanical tests indicated normal pacemaker functionality. Output verification and crosstalk tests yielded normal results. There were no device anomalies found that would have contributed to the noise issues reported from the field.